Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a pocket decubitus and evidence of infection noted. The device, right atrial, and right ventricular lead were all explanted to resolve the event. It was suspected that the decubitus was due to the clinical condition of the patient. Related manufacturer report numbers: 2017865-2019-14268, 2017865-2019-14269.